Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned to the lab for investigation. The console was tested after arriving. The purge disc retainer was confirmed to be broken. The cause of the issue was due to a broken blue purge retainer. D.9 the date the device was returned to manufacturer was incorrect on the previous manufacturer device report and was updated to reflect the correct date the device was returned.

Manufacturer narrative:
The impella device has been received from the customer. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility called the abiomed field service to report an automated impella controller (aic) error message. A loaner was onsite and was provided to the user facility for use.